Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the rear haptic was broken during the implantation in the cartridge during the implantation of an intraocular lens (iol). The lens was fully inserted into the eye and then the doctor noticed that the lens had an unusual position in the eye. That the haptic was broken off and remained in the cartridge. The doctor did not find the broken/detached haptic in the eye. A back up intraocular lens was used and the surgery was completed within the same operation. The incision was enlarged and there was a 30 minute delay in the procedure. Sutures were used, but no vitrectomy was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - returned to manufacturer? Yes section d9 - date returned to manufacturer: 8th january 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the suspect lens was not received as part of this return. Therefore, no product evaluation could be performed on the lens. Visual inspection, of the handpiece, revealed trace amounts of viscoelastic residue inside of the cartridge. Further observation revealed that no issues were identified. The complaint issue could not be confirmed, and no product deficiency could be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folders for this po number. Product deficiency not identified. The product quality deficiency could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.